Event description:
Complainant alleged device was involved in an interruption of tpn therapy in adult oncology which resulted in an under infusion.

Manufacturer narrative:
Sigma has attempted multiple communications in trying to obtain add'l complaint info. At this date, we have inadequate info to complete our investigation. A follow-up report will be submitted once a full investigation has been conducted by sigma.